Event description:
The defibrillator battery would not charge. However, when philips evaluated the battery, it was determined that the battery was not able to charge, but displayed misleading charge status on the battery's charge status leds. No patient involvement was reported.